Event description:
It was reported that there was high threshold. Just before the lead revision procedure began, echography identified a small epicardial bleed. As no vascular surgeon was present, the patient was forwarded to another hospital to have the procedure performed there. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.